Event description:
It has been reported that the display does not function properly.

Manufacturer narrative:
(B)(4). Device evaluation pending. Report submitted due to potential reportability under 21 cfr 803.50.